Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the patient¿s legs started buzzing and says ¿settings not available.¿ the patient only has one setting on the programmer. No report of a fall, but she sat down a little harder than normal in the taxi and she felt it buzz right away down her legs (same feeling as when your foot falls asleep). Troubleshooting was performed, assisted the patient to turn stimulation off. The patient was advised to have their health care provider (hcp) check their device.

Event description:
Additional information was received. It was reported that the patient called today ((B)(6) 2025) for another issue with the external equipment and mentioned that she went in for re-programming at the hospital for this issue and they turned one of the leads off as it has become dislodged.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead h6 codes now belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.